Event description:
A nurse called to report that the customer was hospitalized for dka. The nurse called to test the pump. Troubleshooting was performed. The pressure test passed. The dr has given pt's IV insulin to bring the bgs down. It was stated that the doctors think the flu caused the bgs to go high during the night. When the customer woke up it was too late to treat the bgs with the pump. Customer was in the ICU at the time of call. The customer tried a manual injection but it did not work.